Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after nearly 1 month dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii, immediate load and immediate implant were performed and bone graft was executed.